Event description:
Seventy-one-yr.- old female had implants removed 5/10/95. Implants were placed in 1982. Where implants placed (facility) unknown & no identifying info (marks) found on implants by pathologist. Implants removed because right implant was found to be ruptured when mammogram was performed. Left implant intact at time of removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.